Event description:
A report was received that during a lead revision, the physician pulled the ipg out of the pocket to detach the left tail of the paddle lead and noticed that there was circular black lines underneath the ipg. The black lines were on the fascia and followed the exact line of the paddle lead. The patient had never reported pocket pain or discomfort but had previously reported that the ipg would intermittently turn off and on without intervention. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician pulled the ipg out of the pocket to detach the left tail of the paddle lead and noticed that there was circular black lines underneath the ipg. The black lines were on the fascia and followed the exact line of the paddle lead. The patient had never reported pocket pain or discomfort but had previously reported that the ipg would intermittently turn off and on without intervention. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals, while programmed to the patient's latest setting. Device stimulation amplitude and timing was monitored for errors. The ipg exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to lose stimulation in her legs and/or give her stimulation in unwanted areas was not duplicated or confirmed.